Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2021 and suture was used. It was noted post-op the suture broke. The cat had to have a second surgery to repair where the suture broke. There were no other patient consequences reported. Additional information was requested.